Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b1, b2, b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 30mm precise pro carotid self-expanding stent (ses) shortened during placement and failed to cover the diseased segment. The 8mm x 30mm precise pro stent remained implanted and an additional non-cordis stent was required to cover the target lesion. This was during a procedure to treat carotid artery stenosis. The target vessel exhibited mild calcification and mild tortuosity, with a stenosis percentage of 75% and an approximate lesion length of 25 mm. The device was stored and prepped according to the instructions for use (IFU). The stent was not post-dilated after deployment. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly:. Complaint conclusion: as reported, an 8mm x 30mm precise pro carotid self-expanding stent (ses) shortened during placement and failed to cover the diseased segment. The 8mm x 30mm precise pro stent remained implanted and an additional non-cordis stent was needed to cover the target lesion. This was during a procedure to treat carotid artery stenosis. The target vessel showed mild calcification and mild tortuosity, with a stenosis percentage of 75% and an approximate lesion length of 25 mm. The device was stored and prepped according to the instructions for use (IFU). The stent was not post-dilated after deployment. A non-sterile precise pro rx ous carotid sys catheter was received for evaluation. The stent was not returned. Visual inspection revealed an open valve and a kinked/bent condition on the sds at approximately 21.2 cm from the distal tip. No other visible anomalies were seen. Measurement of stent length was not possible due to the stent being absent. No evidence of manufacturing defects and/or assembly issues was found. The reported ¿stent incorrect length too short¿ could not be substantiated as the stent was not returned with the delivery system as it was deployed in the patient nor were procedural images provided. Therefore, the exact cause could not be found. Without the return of the stent for analysis and without procedural images to review, it is impossible to determine the root cause for the reported event and exact size of the stent implanted. According to the instructions for use, which is not intended to mitigate risk, ¿device selection and preparation: 1. Select stent size. Measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent which has an unconstrained diameter that is at least 1-2 mm larger than the largest reference vessel diameter to achieve secure placement according to table 3: stent size selection.¿ the information available nor the product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 30mm precise pro carotid self-expanding stent (ses) shortened during placement and failed to cover the diseased segment. There were no reported injuries to the patient. This was during a procedure to treat carotid artery stenosis. Additional information was requested but was not provided. The device will be returned for evaluation.